Event description:
During the implantation of the subject device, the physician reported that the lead/pacemaker connection was confirmed visually (full lead insertion), mechanically (clicking of screwdriver obtained) and electrically, since the normal pacing was provided and the automatic implant detection was working. Also, the r wave amplitude was greater than or equal to 15mv when the lead was connected to the pacemaker. At post-implant the pacemaker was operating normally: threshold was 0.75v/0.35ms and the impedance was 630 ohms. Approximately 6 hours after implant, high impedance (>3000 ohms) and pacing failure (confirmed by ECG) were reported along with inability to measure threshold and sensing values. Approximately 11 hours after implant pacing was confirmed again on the monitor. Approximately 2.5 hours before the scheduled intervention on the following day, the pacemaker was checked; threshold was 1v/0.35ms, r wave amplitude was 15mv, and impedance was 1278 ohms. Immediately prior to the intervention, the pacemaker was checked again: threshold was 0.75v/0.35ms, r wave amplitude was greater than or equal to 15mv, impedance was 1176 ohms. During the intervention, it was confirmed that the lead was fully inserted into the pacemaker port. The physician further checked the lead/pacemaker connection by forcefully pulling on the lead, which disconnected without loosening the set-screw. Another pacemaker was subsequently implanted.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.